Manufacturer narrative:
Correction to the g3 aware date on the previous medwatch report. The aware date was originally reported as jul 19, 2023; however, the correct aware date is aug 15, 2023. Correction to b5 and h6 problem codes on the initial medwatch report. The customer's complaint has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. This report is also being supplemented to provide information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the reportable malfunctions found during inspection cannot be specified. Although olympus confirmed the foreign material in the distal end of the scope, the material could not be identified. It is likely reprocessing was not conducted properly due to leak at the biopsy channel and the foreign material remained. The coating of insertion tube peeled off was likely caused by physical stress applied to the insertion section during handling of the device by the user. The events can be detected by inspecting the device before use according to the "inspection of the endoscopic image" section of the instructions for use. The peeling coating can be prevented by following the instructions for use which state: "when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. If insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury. Be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had a leak and image issues during reprocessing. The picture was blurry and the color could not be adjusted to an acceptable level. It was added that the end user could not get a clear picture of the structure. There was no report of patient harm. Upon inspection and testing of the customer returned device, two reportable malfunctions were found. The distal end had foreign material and the insertion tube's coating was peeling. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
Two additional pae reportable events were found during evaluation. The distal end had foreign material and the insertion tube's coating was peeling. This report is being supplemented to provide additional information. The following fields were updated accordingly: h10.

Event description:
It was reported that the bronchovideoscope had a leak and image issues during reprocessing. The picture was blurry and the color could not be adjusted to an acceptable level. It was added that the end user could not get a clear picture of the structure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. There was a channel leak found along with a poor/blurry image. Other evaluation findings are as follows: the insulation value at the plastic distal end cover was not within specifications; the distal end plastic cover was lifted/damaged; the bending section cover glue was cracked; and the insertion tube had deep dents, wrinkles and buckles. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.